Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. The reported guide break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the access site was very scarred from previous vascular surgeries. The device was difficult to insert into the vessel. The proglide guide separated. Surgery was used to remove the separated portion of the proglide and surgical suturing achieved hemostasis. The tavi was completed via the opposite groin. There was a reported clinically significant delay in the procedure. No additional information was provided.